Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h11 additional information received: in the past, we had an investigation result related to orange-colored thread for a different product (silk sutures), as outlined below: ¿the visual assessment of the sample noted that the strand contained an interlacement (knot with an orange strand). Silk sutures are received from the supplier in spools and a knot is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The knot tread was not detected during the manufacturing process. In the remainder of the sutures, no anomalies were found. Silk sutures are received from the supplier in spools, and a knot is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The knot thread was not detected during the manufacturing process. In the remainder of the sutures, no anomalies were found (B)(4).¿ regarding the current case, we would like to confirm whether the orange-colored thread was not used for such a spooling/knotting process as described above, and whether it was identified as a foreign material only. We would appreciate it if you could kindly clarify this point. Thank you very much for your support, and we look forward to your guidance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was found that there had been a brown lint in the package. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have any photos available for visual analysis? Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Will the device be returned for evaluation? If yes please return all relevant packaging material. Was the procedure completed without any adverse effect to the patient? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: product code: sa65h product lot/batch: unk 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one open folder with seventeen strands was received for analysis. The product sa65 is multistrand and should contain seventeen strands per packet. During the visual inspection of the returned sample, one brown foreign matter that appears to be a strand piece was found inside the folder packet. The sutures were examined and no anomalies or defects were observed during the evaluation. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d4 (product code, lot, UDI, expiration date), g1. Additional information was requested, the following was obtained: product code: sa65h, product lot/batch: unk, 1. Could you please clarify if wrong device belongs to this complaint? Sa65h is correct. Could you please revise the ecm as well? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. Not applicable. 3. If the device was not reported before, please provide more details of device malfunction. Foreign matter contamination. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.